Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application unpaired with the g5 transmitter. Patient attempted to repair g5 transmitter to g5 application and was successful. No additional event or patient information is available.